Manufacturer narrative:
After battery installation, insulin pump displayed a frozen pump error 68 screen due to a non functioning keypad. After swapping the boards into another case, the keypad problem resolved itself. Upon further review, there was corrosion underneath most of the keypad buttons themselves. Unable to perform displacement, and self tests due to the keypad anomaly. Insulin pump received with the keypad overlay missing and with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin black strip located above the lcd display is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error and buttons were stuck. Customer's blood glucose value was 6.4 mmol/l. Customer also stated that insulin pump left without battery. The insulin pump will not be returned for analysis.